Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles, crease folds, wear abrasion and a missing piece of the shell. A microscopic analysis was performed which identified a sharp edge surgical impact opening. Based on the device analysis the final assessment is: a sharp edge opening due to surgical impact.

Event description:
Physician reported "implant largely kranialisiert. Patient wished explant surgery and intraoperative rupture observed". The device was explanted and replaced with non-allergan device. Right side.

Manufacturer narrative:
Information was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "implant largely kranialisiert. Patient wished explant surgery and intraoperative rupture observed". The device was explanted and replaced with non-allergan device. Right side.